Event description:
Information was received indicating that a smiths medical cadd legacy plus pump indicated that the total volume infused was 240ml but when pharmacy measured it there was 40ml remaining in the bag. No patient consequences were reported. No adverse effects were reported.